Event description:
It was reported that following an implant procedure, the patient experienced neurological deficits and had trouble feeling and moving the right leg and foot. It was noted that the patient had a small epidural hematoma. The patient was admitted to the hospital and has improved. She has gained some sensation and is now able to move her toes. The device remains implanted.